Event description:
Being hospitalized for high blood glucose levels. It was reported that customer had been having issues with high blood glucose levels for the past few weeks. It was discovered that customer has scar tissue at sites. The signifigance of scar tissue and its effect on blood glucose levels was explained to cuctomer.